Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting advised customer to replace the power management or overlay. The customer repaired the unit by replacing the overlay. The part was returned to the manufacturer for investigation: it was determined the customer complaint of ¿alarm led failed¿ was not confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ¿alarm led failed¿ occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.